Event description:
Customer states: when a nurse was trying to control the cuff pressure after intubation on a pt at hospital, observed the cuff was fully inflated even by injecting only 5cc of air into it. Customer confirmed that no fault was identified during pretesting efforts. Customer confirmed that no additional harm to the pt. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.